Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention is pending to explant and replace the patient's ipg, for an unknown reason. No further information is known at this time.

Manufacturer narrative:
Additional information received indicated the device is no longer reportable due to no indication of malfunction. The ipg provided 24 hours of therapy between charging, which meets or exceeds the device requirements. Patient still had therapy prior to procedure.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced.